Event description:
It was reported that a pt with cervical and occipital system complained of no stim on the left lead of the occipital system. Diagnostic impedances were normal on all contacts. Pt was x-rayed, and it was discovered that one of the pt's leads came out of the bottom of the ipg header.

Manufacturer narrative:
Eval: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to pt's physician regarding medical history.